Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to suspected myopotential oversensing. Technical services (ts) was consulted and reviewed the episode data. Ts noted that the signal signature is consistent with changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead, or other contact disturbances in the device header. It was recommended that in-office troubleshooting is performed to evaluate lead mechanical integrity and lead/device connection. Additional information was received indicates that in-office testing was performed, and it appears that similar artifacts were not possible to reproduce. X-ray imaging did not show evidence of macroscopic lead impairment and full insertion appears to be present. It is possible that the electrode is experiencing some sub-optimal contact inside the header, at the level of the proximal ring (sense b ring). In this case, reprogramming to secondary vector could be a temporary solution while also remote monitoring. The device was reprogrammed as recommended.